Event description:
Staff observed that a patient rhythm changed from baseline to controlled atrial fib to torsades but the telemetry monitoring system alarmed for 22-27 seconds for high heart rate, not a lethal arrythmia alarm. The staff verified the alarms were "on", set appropriately and should have alarmed.